Manufacturer narrative:
Correction: the initial report incorrectly referred to aortic valve replacement (avr) as transcatheter aortic valve replacement (tavr). The "transcatheter" tag has been removed from the narrative. No other changes.

Event description:
Medtronic received information via literature review that a retrospective study (from january 1997 to january 2012) was performed to evaluate the perioperative and mid-term outcomes following aortic valve replacement (avr). The study population included 3,735 patients (predominantly male with a mean age of was 83 &#6194; years), 61 of which were identified as being 80 years of age or older who underwent avr for severe aortic stenosis (as) or failed aortic bioprosthesis after having prior cardiac surgery. Of the 61 patients, 24 received a medtronic aortic root stentless bioprosthesis (serial numbers not provided); the remaining patients received stented bioprostheses (not identified as medtronic product). Among all patients, one death occurred which was not attributed to medtronic product. Other study complications included: atrial fibrillation (16), gastrointestinal events (5), complete heart block (4), renal failure (3), reoperation for bleeding (1), and hospitalization. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Title: aortic valve replacement in octogenarians with prior cardiac surgery citation: ann thorac surg 2015;99:518¿23 authors: tomasz a. Timek, md, zaahir turfe, bs, robert l. Hooker, md, alan t. Davis, phd, charles l. Willekes, md, edward t. Murphy, md, theodore j. Bove, md, john c. Heiser, md, and lawrence h. Patzelt, md year of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that a retrospective study (from january 1997 to january 2012) was performed to evaluate the perioperative and mid-term outcomes following transcatheter aortic valve replacement (tavr). The study population included 3,735 patients (predominantly male with a mean age of was 83 +/- 2 years), 61 of which were identified as being 80 years of age or older who underwent tavr for severe aortic stenosis (as) or failed aortic bioprosthesis after having prior cardiac surgery. Of the 61 patients, 24 received a medtronic aortic root stentless bioprosthesis (serial numbers not provided); the remaining patients received stented bioprostheses (not identified as medtronic product). Among all patients, one death occurred which was not attributed to medtronic product. Other study complications included: atrial fibrillation (16), gastrointestinal events (5), complete heart block (4), renal failure (3), reoperation for bleeding (1), and hospitalization. No additional adverse patient effects were reported.